Event description:
Caller stated the bottom of the inform meter shows signs of burning. After repeated unsuccessful attempts, manufacturer's agent was unable to verify if the signs of burning were located on the meter case, the electrical contacts, or both. No adverse event reported. A request was made for the return of the device, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.